Event description:
On an unknown date, the surgeon did the original surgery. In 2009, the revision surgery was performed, to explant the hardware for an unknown reason. No further information is available.

Manufacturer narrative:
No device will be returned.